Event description:
A medtronic representative reported that, during set-up for a spine procedure, the o-arm 1000 imaging system would not boot-up completely. The system powered on and went through the first two green checks on the pendant, however, the third check continued scrolling and the system remained unresponsive. Trouble-shooting did not resolve the issue. The patient was under anesthesia and the reference frame was clamped on the t12 spinous process when the error occurred. The surgeon opted to discontinue navigation and halt the procedure. The surgery was re-scheduled for the following friday, three days later.

Manufacturer narrative:
RMA issued. Replacement power sw board kit and system control board assembly were shipped to site and both were replaced on 07/25/2013. A medtronic representative, following-up at the site, reports that all three motion controllers were not initializing. Found no voltage present at the solid state relay and tracked it to the system board. Wire was connected to x11 but zip tied too tight causing an intermittent connection. Relieved the pressure and reseated connector. Re-started system a total of ten times, performing a system check in between every shutdown. O-arm working to specifications. The patient's re-scheduled procedure, with the o-arm, was performed and went well, without issue.

Manufacturer narrative:
The following additional investigation was provided on a FDA 45 day response letter submitted on (B)(4) 2013: on (B)(4) 2013 a medtronic field service engineer (fse) conducted an onsite investigation of the reported issue. The fse turned the system on and saw that the system did not complete the motion initialization at boot-up. The fse checked the voltage on the system board and found 0 (zero) volts on the motion relay. This led to an inspection of the cabling and found the connectors were strained with a cable tie by j-11 (system control connector). The fse referred to this cable tie as an "extra" or "second" tie as there was already a cable tie restraining the cable. The fse then cut this extra cable tie and immediately the motions came on. The fse completed a system checkout (functional tests), ensured that the connectors were secure, rebooted the system, and found no further issues. The rescheduled case using the same system was successful. No subsequent similar issues were reported on this system. The specific failure mode was the strain on cable connector j11 between the system control printed circuit board assembly (bi-300-00145) and the relay cable assembly (bi-300-00184), resulting in no signal to the motor relay. This relay is responsible for providing motion control power, and lack of a control signal will result in failure of application to initialize successfully. A CAPA was opened at medtronic navigation littleton (manufacturing site) to further investigate the reported incident. Per the fse's findings, the issue was able to be replicated by medtronic personnel at the manufacturing site. The o-arm 1000 imaging system, s/n (B)(4), field service and manufacturing history was reviewed. O-arm systems and subassemblies inventory were inspected for similar root cause of a second cable tie installed on the connectors. Manufacturing processes where cable-ties are installed were reviewed. Per the investigation performed as a part of the CAPA, the root cause of strain on the j11 connector was the need for more specific guidelines/inspection requirements defined for the manufacturing process for proper strain relief on connectors. There were no inspection criteria for strain relief identified. No other occurrences of a second cable tie were found in inventory. A review of the complaint and MDR history found no other similar events. CAPA investigation concluded that this was an isolated incident. Corrective actions have been identified, and they will be verified for effectiveness under the CAPA including monitoring of product performance in the field.